Manufacturer narrative:
Following to a livanova medical assessment meeting, it was agreed that the case has unlikely potentiality to cause a patient injury since in the disconnection occurred post procedure. Therefore, the event is re-assessed as not reportable. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.5. There was no patient involvement. H.11. Livanova manufactures the perfusion pack. Picture of the disconnected part were provided and disconnection occurred at the y connectors in the cardioplegia line (solvent bonded to tubing in manufacturing). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA received a report that the cardioplegia line set fell apart at del nido bridge post case. Medical team was not on pump and there was no patient involvement.